Event description:
During routine testing, the user found that the device would not power up. There was no pt involved. Tests on the device disclosed an open fuse (f2) in the main power supply assembly. The fuse was replaced, and the unit was completely tested. After 48 hours of operation and 100 shocks, it was functioning normally. No cause of the fuse opening could be determined. It is believed that this was a random component failure. No additional action is anticipated. The event is not occurring more frequently or with greater severity than is usual for the device.